Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device. Device was replaced. The following information was provided by the initial reporter, translated from japanese to english: perform blood gas analysis for the patient, when using the arterial blood sampling device, the arterial blood sampling device cannot return blood, so the needle is pulled out, replaced again, comforting the patient, and doing a good job of explaining.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.